Event description:
It was reported that one day post implant procedure, interrogation of the device revealed the right atrial (ra) lead exhibited failure to capture and failure to sense. During lead revision procedure it was noted that the lead had insulation breach caused by suture sleeve tie down damage. The lead was explanted and replaced; the patient was in stable condition.

Event description:
New information received indicates that x-ray was performed, and the insulation breach could not be seen on x-ray and was noted during the procedure after the pocket was opened.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the insulation of the right atrial lead (ra) lead had breached caused by procedural damage. Interrogation of the pulse generator the next day post procedure noted that the ra lead had no capture and no sensing due to the damaged insulation. The lead was explanted and replaced. The patient was in stable condition.